Event description:
As reported: "welbow subject (B)(6). One-month post-surgery involving the total latitude implant, the patient experienced persistent and abnormal pain, accompanied by heightened stiffness. Notably, there is a marked reduction in the patient's range of motion, with increased vigilance required due to the emergence of aggressive muscle contractions in the brachio-radial muscle. Furthermore, there is a pronounced rigidity observed during flexion, emphasizing the need for close monitoring and prompt intervention. To address this issue effectively, a comprehensive rehabilitation program featuring gentle kinetherapy and targeted muscle massage were prescribed. Additionally, a procedure involving the removal of the splint at a 90° flexion angle was carried out to augment the overall treatment strategy. This event was resolved without sequelae."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device disposition unknown.